Manufacturer narrative:
Insulin pump passed the rewind, displacement, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was 490 mg/dl. Customer changed the infusion set and insulin was dripping after priming. After troubleshooting, customer did not feel comfortable with the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.